Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Listened to the phone call for clarification. The customer was not hospitalized due to low blood glucose levels. The customer had not been wearing the pump for one week prior to being hospitalized due to pneumonia.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl. The customer was hospitalized due to pneumonia. The customer was treated with carbohydrates. The insulin pump will not be returned for analysis.